Event description:
It was reported that the device was not infusing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 2183161-2025-00038. The date of that submission was 04-mar-2025. B3. Date of event: unknown. No information has been provided to date. D3: mfg establishment name; ICU medical, inc. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed for device analysis. The customer reported complaint was not able to be replicated. The root cause could not be determined.